Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Legal counsel for patient reported that the patient underwent a left revision procedure approximately eight years post-implantation due to patient allegations of metallosis. During the procedure the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 MDR's filed for the same event (reference 3002806535-2015-04003 / 04004).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2014 due to patient allegations of metallosis. During the procedure the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.